Manufacturer narrative:
Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder. There are two 510(k) numbers for this device as it is manufactured as k945952, and k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube, the device experienced discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: from the complain of (B)(6) customer about glucose tubes (raised (B)(4)). We checked the products in warehouse and found that same as (B)(6) case, the additives of glucose tubes in warehouse also got clumped . The clumping additives looked like marbles and they would roll when we move the tube up and down. 03 boxes got affected.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube, the device experienced discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: from the complain of tam anh customer about glucose tubes (raised pir 44021104). We checked the products in warehouse and found that same as tam anh case, the additives of glucose tubes in warehouse also got clumped . The clumping additives looked like marbles and they would roll when we move the tube up and down. 03 boxes got affected.

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and did not reveal any clumped additive. The tubes in the photo have powder in them and can be seen on the bottom of the stopper, this is the normal appearance for this product. Additionally, 100 retention samples were evaluated with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode from the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-jun-2022 h6: investigation summary bd received 300 samples and 1 photo from the customer in support of this complaint. A visual examination of the samples and photo was performed and did not reveal any additive abnormality. This type of powder can exhibit some "clinging" properties that results in a clump being formed, this is not an unusual appearance. Additionally, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode from the customer samples, retain results and photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube, the device experienced discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: from the complain of tam anh customer about glucose tubes (raised pir (B)(6)). We checked the products in warehouse and found that same as tam anh case, the additives of glucose tubes in warehouse also got clumped . The clumping additives looked like marbles and they would roll when we move the tube up and down. 03 boxes got affected.